Event description:
It was reported that the user experienced a low blood glucose event after midnight, with glucose decreasing from approximately 120 mg/dl at bedtime to 39 mg/dl by early morning, following post-meal hyperglycemia and subsequent automated corrections that preceded the hypoglycemia. Symptoms included hypoglycemia without awareness. Outcomes included self-treatment with oral glucose and persistence of low glucose for about 50 minutes, with no medical intervention or hospitalization reported.

Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed the cause of the hypoglycemia to be unclear. It was concluded that a device malfunction was not confirmed and the event was attributed to user-specific glycemic dynamics with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.